Manufacturer narrative:
Conclusion: the reported event indicated that the delivery catheter system (dcs) was unable to be advanced through the patient's anatomy. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient's anatomy was less than 5 millimeters in diameter and extremely calcified. Per the evolut pro plus instructions for use (IFU), patients must present with transarterial access vessels with diameters that are =5 mm. This indicates that the probable cause of the advancement difficulties was the patient anatomy. It was also reported that a dissection of the right femoral artery occurred at the time of dcs removal, with the physician suggesting that both the dcs and in-line sheath contributed to the dissection. Vascular access related complications, such as dissection, are a known potential adverse patient effect per the evolut system (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was unable to advance through the patient¿s anatomy. It was reported that the patient¿s vessel size was small. The vessel size was less than 5 millimeter (mm) and was extremely calcified. The implant attempt was aborted and a valve was not implanted. It was also reported that a dissection of the right femoral artery occurred at the time of dcs removal. Per the physician, the dcs and the in-line sheath both contributed to the dissection. The dissection was treated with a stent. No additional adverse patient effects were reported.